Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump battery was not holding charge. Customer's blood glucose was 74 mg/dl. Customer declined to further troubleshoot the issue with tandem technical support and continued to use the pump for insulin delivery.